Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that patient reports fatigue when doing activities of normal living. Histogram shows as-vs at rates up to 95-100 then ap-vs at of 105-120. Device currently active. No patient complications have been reported as a result of this event.